Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - imf/annex f code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial implant of an evolutfx+ 34 transcatheter aortic valve in a native stenotic aortic valve with very calcified valve leaflets, the native valve was pre-dilated with a crystal 23 millimeter balloon. During implant, the valve appeared constricted with a high implantation depth after the first deployment. Infolding of the bioprosthesis occurred during recapture and reposition attempts, attributed to severe under-expansion. The system was retrieved, and a new valve was successfully implanted. Additional information was received indicating that a misload was not identified during loading of the first valve. The valve was recaptured twice, and the system was retrieved from the patient following the second recapture. It was stated that the infold did not cause a procedural delay, except for the time required to load the new valve. And according to the physician, the patient's very calcified aortic valve leaflets caused/contributed to the valve under-expansion and subsequent infolding.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012421125); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial implant of an evolutfx+ 34 transcatheter aortic valve in a native stenotic aortic valve with very calcified valve leaflets, the native valve was pre-dilated with a crystal 23 millimeter balloon. During implant, the valve appeared constricted with a high implantation depth after the first deployment. Infolding of the bioprosthesis occurred during recapture and reposition attempts, attributed to severe under-expansion. The system was retrieved, and a new valve was successfully implanted.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient had very calcified aortic valve leaflets. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 5 millimeters (mm) on the non-coronary cusp (ncc) in the cusp overlap view (cov) and less than 1mm on the left coronary cusp in the left anterior oblique (lao) view and no evidence of an infold. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. In this case, a recapture was warranted. The valve was recaptured and an infold occurred during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was not implanted; a new valve was loaded and confirmed a good load. There is evidence of at least one recaptured with the new valve. Valve depth prior to final release was approximately 10mm on the ncc in the cov and 3mm on the left coronary cusp in the lao view. The valve was released and appeared under expanded near the waist; therefore, a post implant dilation was performed. Final angiogram shows a deep valve but no evidence of aortic regurgitation/paravalvular leak medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.